Event description:
Rate response inappropriate; device ramped up to max sensor rate while pt 'still', despite programming. Whenever wand was removed, this would happen.

Event description:
Rate response inappropriate; device ramped up to max sensor rate while pt 'still', despite programming. Whenever wand was removed, this would happen.